Manufacturer narrative:
Patient information is unknown. Device was discovered cracked on (B)(6) 2016; it is unknown when the crack occurred. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: may 03, 2005. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial nail implant procedure performed on (B)(6) 2016 a surgeon discovered a crack in a slide hammer. The hammer was placed on the back table and another slide hammer, that was available, was used to complete the procedure. There were no surgical delays, additional medical intervention required or harm to the patient. Upon further inspection during the sterile processing the device was confirmed to be cracked. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that:it was reported that during a tibial nailing procedure the surgeon noticed that the handle of a slide/fixed hammer (03.010.056 lot 4837838 mfg. 03may2005) was cracked. The procedure was able to be completed without surgical delay or patient harm with the use of an alternate instrument. The returned instrument was examined and the complaint condition was able to be confirmed as the hammer¿s handle was received broken from the shaft; all pieces were returned. No definitive root cause was able to be determined however the complaint condition is typically associated wear/tear and degradation of the handle material (phenolic le) as the result of repeated sterilization cycles. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.